Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the surgeon, the patient experienced vertigo and headaches with and without device use. Subsequently, the patient was hospitalized (date and duration not reported). The implanted device remains.